Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine replacement of the pacemaker, the right ventricular (rv) lead was noted to be stuck in the header. The lead was able to be pulled out of the device header, however, the lead sustained damage during removal. The lead was then surgically abandoned and replaced and the device was successfully explanted and replaced. No adverse patient effects were reported.